Manufacturer narrative:
(B)(4). Device manufactured date: jan 20, 2016 - jan. 27, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified the presence of iodine. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap had inadequate iodine. There was no patient injury or medical intervention reported. No additional information is available.